Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported through follow-up obtained that the rv lead was programmed off. An rv lead replacement procedure is planned; however, the lead remains in use until the procedure occurs.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the rv lead was explanted and replaced.

Manufacturer narrative:
Concomitant medical products: ddmb1d1 ICD, implanted: (B)(6) 2019. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient¿s right ventricular (rv) lead triggered an audible lead integrity alert (lia) due to high rate non-sustained episodes and elevated short v-v intervals. Additionally, rv lead oversensing was noted the stored electrograms (egm). The rv lead remains in use. No patient complications have been reported as a result of this event.